Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. The insertion needle was not returned unable to confirm insertion needle anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blood at the site. Customer's blood glucose level was 168 mg/dl. Troubleshooting for the blood at site was performed. Customer advised the site is not actively bleeding however blood is visible on the sensor connector. Customer advised the threshold suspend feature was set to 90 mg/dl and it came into effect when it showed 63 mg/dl. Customer was advised the sensor would be replaced and they agreed to return the product for analysis.